Manufacturer narrative:
Facility phone number: (B)(4).

Event description:
It was reported that a patient who was implanted with the reactiv8 system on (B)(6) 2022, felt the implantable pulse generator (ipg) was protruding following the initial surgery. The patient was advised by the clinician to try a compression band and scheduled for revision surgery to reposition the ipg. Further information was received indicating the ipg placement was superficial in the pocket. There was no part of the implant protruding outside of the body. The ipg was repositioned during revision surgery with no report of patient harm or injury. The patient was reactivated before leaving the hospital.